Event description:
It was reported that the device exhibited a false alarm ¿cassette not attached properly¿. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
E1: reporter address 1: (B)(6). B3: unknown; no information has been provided to date. H3, h6: one device was received for analysis. Service history review identified that no device had been in service for the last 12 months. Functional tests were performed. The reported problem was confirmed. Overall, the pump was in good condition. The root cause of the problem was a faulty downstream occlusion sensor (dso). To correct the issue, the downstream occlusion sensor and seal were replaced. The device then passed all functional and accuracy tests.